Event description:
User facility reported that prior to implantation of the device, customer noticed that the spring which is supposed to be located inside the device was exposed at one of the ends of the shunt. Shunt will be available for return after decontamination. Since another device was readily available, there was no delay in the procedure.